Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: hcp has alerted me that when they are infusion chemo through the phaseal system somehow air is getting into the line below the drip chamber but there is still fluid in the IV bag. Causing nurses to circle prime the line and risk of losing costly medication. He does not know what is causing it but it has increased in occurrence since starting phaseal.

Event description:
Description/event details: hcp has alerted me that when they are infusion chemo through the phaseal system somehow air is getting into the line below the drip chamber but there is still fluid in the IV bag. Causing nurses to circle prime the line and risk of losing costly medication. He does not know what is causing it but it has increased in occurrence since starting phaseal. No lot able to be provided. Is the IV line is vented or non-vented? Per response 06mar2025: it is vented.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. As the lot involved in this incident is unknown, a device history review could not be performed. It is recommended the infusion adapter is used with a non-vented IV set. If a vented set it used, it is important to ensure the air inlet is closed. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.